Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charging base cord did not seat correctly, resulting in the ilet not charging while the user experienced a headache. Symptoms included headache. Outcomes included no reported clinical impact beyond the symptom. Investigation included troubleshooting and user education. Investigation of this case revealed a suspected charging interface or connector fit issue with the charging base and cable that prevented power transfer to the device. It was concluded, based on previously established findings for similar reports, that the cause was a device component connection problem consistent with user interface or hardware compatibility.